Event description:
It was reported that an unspecified amount of bd nano¿ 2nd gen pen needles were clogged during the injection. The following information was provided by the initial reporter: "needle - pe / clogged... When did the incident occur?: during use. Death?: no. Serious injury: no. Erroneous results: no. Course treatment changed due to event: no. Exposure to blood/bodily fluid: no. Medical intervention other than first aid: no. Needle/probe stick: no. Safety issue: no... Consumer reported finding good amount from this box clogged during injection. Every other one not working during injection. Informed of non patient end placement".

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that an unspecified amount of bd nano¿ 2nd gen pen needles were clogged during the injection. The following information was provided by the initial reporter: "needle - pe / clogged... When did the incident occur?: during use death?: no serious injury: no erroneous results: no course treatment changed due to event: no exposure to blood/bodily fluid: no medical intervention other than first aid: no needle/probe stick: no safety issue: no... Consumer reported finding good amount from this box clogged during injection. Every other one not working during injection. Informed of non patient end placement."